Manufacturer narrative:
One picture sample was received for evaluation by our quality engineer. Through visual inspection of the picture sample, the cannula was observed exposed, verifying the reported issue. As a lot number was unknown for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Injector needles become exposed if they are not properly disengaged, which also results in safety sleeve breakage. It is important to hold onto the white components of the injector when engaging/disengaging; do not grip the blue safety sleeve. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. To avoid damage to the safety sleeve grips, the injector must be removed by pulling it straight back and it cannot be forcefully engaged. The instructions for use must be carefully followed when using the phaseal devices to ensure the device functions properly. Based on the investigation, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this defect will be monitored by our quality team for signs of emerging trends.

Event description:
It has been reported that the injector luer lock n35 has been found experiencing two occurrences of needle exposure during use. The following has been provided by the initial reporter: material no.: 515003 batch no.: unknown. It was reported that the needle became exposed when engaging the safety feature on the phaseal injector.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the injector luer lock n35 has been found experiencing two occurrences of needle exposure during use. The following has been provided by the initial reporter: material no.: 515003, batch no.: unknown. It was reported that the needle became exposed when engaging the safety feature on the phaseal injector.